Event description:
Right eye has foreign body sensation. Light sensitive. Wearing acuvue ii lenses for a month at a time, and occasionally sleeping in lenses. Told by dr that ok to wear these 2 wk lenses x 1 month.